Event description:
It was reported that ... On (B)(6) 2012: patient presented with symptomatic spinal stenosis. It was reported that there was evidence of previous posterior spinal fusion with decompression extending from l3 through the sacrum. This is unchanged from the prior study. There has been interval development of severe degenerative disk disease at l2-l3 where there is complete loss of disk height, vacuum gas and endplate sclerosis. The posterior elements at l2-l3 appear to have been fused. However, on the current examination there is a well corticated area of lucency through this region which may represent chronic, nonunited fracture through this area of fusion. On (B)(6) 2012: patient presented with lumbar degenerative disc disease, history of l3-l4 and l5-s1 fusion and l4-5 decompression. Patient diagnosed with l2-l3 spinal stenosis, degenerative spondylolisthesis, back and leg pain patient underwent l2-3 decompression and posterolateral fusion with local auto and allograft. Post-op course notable for pain then a headache and drain output on (B)(6) concerning for a dural leak. He was maintained on full bed rest for 24 hours. He was on dilaudid pca for pain. Operation consisted of: bilateral l2-l3 decompressive laminectomy; bilateral l2-l3 radical discectomy; bilateral l2-l3 posterior lumbar interbody fusion with milled auto-allograft bone; bilateral l2-l3 insertion of prosthetic device. Concorde bullet cage with infuse; bilateral l2-l3 pedicle instrumentation with expedium system; bilateral l2-l3 posterolateral fusion with milled auto allograft, bone and rhbmp-2/acs. The patient tolerated the procedure well without complications and was transferred to the floor postoperatively in stable condition. Final ap and lateral x-rays were obtained demonstrating good positioning. Attention was then directed to the posterolateral space and this was grafted with milled auto-allograft bone and bmp from l2-l3 bilaterally. This case was continuously monitored by the neuromonitoring physician. The surgeon was notified as changes occurred. No significant changes occurred to the somatosensory evoked potentials during the surgical procedure. No abnormal spontaneous emg discharges were observed. All four pedicle screws tested above 10ma. On (B)(6) 2012: patient was discharged. On (B)(6) 2013: it was reported that patient was starting to have some improvement in his low back pain. X-rays revealed stable alignment and good positioning of the instrumentation with no evidence of loosening and/or failure. On (B)(6) 2013: it was reported that patient has minimal back pain, has some mild pain in his right anterior thigh. The instrumentation appears to be in good position with no evidence of loosening or failure. There also appears to be improvement of his posterolateral fusion mass. There is also evidence of interbody fusion as well. He does have loss of his normal lumbar lordosis. On (B)(6) 2013: reportedly, the patient presented with pain and swelling at implant site. Per medical records, patient is doing reasonably well postoperatively. However, he continues to have right anterior thigh pain since the surgery. The potential etiology of his pain was irritation of the nerve root from the retraction during the tlif part of the surgery or malposition of one of the screws. An order for a CT scan was placed on this day. 6/14/2013 reportedly, on (B)(6) 2013, the patient presented with posterior disk osteophyte complexes l1-l2, l2-l3, l3-l4, l4-l5, l5-s1, mild bilateral foraminal stenosis, l4-5, l5-s1. Imaging impression- post-operative with solid interbody bony fusion at l2-l3 and partially coalescencent bone graft material along the posterolateral margins of l2 and l3. There are subtle curvilinear lucencies within the left posterolateral fusion mass without evidence of a definitive fracture.

Manufacturer narrative:
Concomitant product: concorde bullet cage, expedium instrumentation (implant: (B)(6) 2012). (B)(6). (B)(4). Neither the device or applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.